Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 22gax1.00in prn/prn slm npvc needle and handle connection was found damaged before use after opening it from the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the package opened, customer found that the connection between the needle and the needle handle was bent".

Event description:
It was reported that the intima-ii y 22gax1.00in prn/prn slm npvc needle and handle connection was found damaged before use after opening it from the packaging. The following information was provided by the initial reporter, translated from chinese to english: "when the package opened, customer found that the connection between the needle and the needle handle was bent".

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8043006. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping.